Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer reported no delivery did not occur during manual prime. The customer stated the alarm was resolved by a set change. The customer declined to troubleshoot.